Manufacturer narrative:
Investigation summary: bd received 3 photographs from the customer in support of this complaint. The attached photographs were evaluated and the customer's indicated failure mode of missing print was observed on the tubes. Additionally, 100 retention samples from the bd inventory were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the photographs attached. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was no label or missing label information. This event affected 700 devices. The following information was provided by the initial reporter. The customer stated: "there are no markings on the tubes."